Event description:
Per the clinic, the patient reported a decrease in performance. The results of an integrity test done (B) (6), 2009 indicated multiple electrode anomalies. The patient was explanted (B) (6), 2009. Reimplantation is planned, but had not taken place at the time of this report, may 11, 2009.

Manufacturer narrative:
(B) (4).